Event description:
Customer reported that cartridge was damaged, specifically the cartridge pigtail was broken. Blood glucose level reached 450 mg/dl due to the issue. Customer performed a correction injection using multiple daily injections and successfully changed the cartridge to resume insulin therapy without third-party assistance. Technical support initiated a replacement cartridge through RMA.